Manufacturer narrative:
It was reported the electrical cord emitted a spark. Exam of the cord revealed a break at the entrance to the strain relief area near the switch. Although this is not a statistically significant complaint and may be due to misuse or failure to follow instructions on the part of the consumer, we have initiated the following corrective actions: after consultation with our vendor regarding this issue, we re-designed our electric cord and strain relief in an effort to reduce the stress at the point where the flexible cord enters the rigid switch housing. Add'l remedial action included the conversion to a previous vendor who has historically been able to produce a cord-set providing even more durability. We will monitor this issue in a continuing effort to reduce similar complaints in the future.

Event description:
It was reported the electrical cord emitted a spark.